Event description:
After several hours of no self bolus the pump stops basal rate early without warning and then after additional hours for total of 12 hours alarm signifies pump has stopped all deliveries for inactivity. Checking blood glucose at the time my glucose is high suggesting the basal rate changed significantly before the alarm. This has happened several times. Additional problems. Received new pump, as listed here, from tandem on 7/15/2019. Three issues: basal rate may be suspended early auto-off selection. Additionally, in ensuing hours, about 6, glucose levels have a growth as if there is no basal rate until several basal applications. Auto-off function has no selection other than timing. Over the last couple of years, the 6 mm cannula tube folded upon insertion of the infusion set stopping infusion. I started measuring the od of the cannula tubes and discovered good tubes are 0.026 and bad tubes are 0.024. There are no occlusion warnings when a tube turns over blood glucose goes high without any blousing. Bringing it down is quick if a syringe is used. This led me to discover the folded over cannula tube that blocks insulin delivery. Occlusion alarms occur for no obvious reasons. When refilling cartridge, the initial column filled matches refilling. During usage afterwards the column always goes up by 20 units. Alarm sounds for failure often of bolus delivery yet history say bolus delivered.